Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure (type not provided), the image went black and the white balance was incomplete. No harm to patient, user or third occurred. The procedure was completed with a back up device with a delay of 10 minutes.

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation from the manufacturer: customer's complaint was not verified. The device passed all functional test. The initial evaluation was performed on april 07, 2025. A customer's request to reevaluate the device was performed on (B)(6) 2025; the complaint could not be duplicated and passed all functional test. A request was made by ksus project manager, technical services to remove and replace the camera cable. Unable to duplicate the customer's reported complaint. This event is filed under internal complaint ID: (B)(4).